Event description:
It was reported that the customer had an absence of vibration on the insulin pump. Settings were correct and there was no low battery status. Customer changed the battery, but the anomaly persisted. There was no vibration during s-test. Customer complained about the issue before. Customer was asked verbally and in written form to return the broken pump for analysis. No additional information provided.

Manufacturer narrative:
Findings: pump unable to vibrate during self test due to broken vibrator black wire. Pump received with scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.